Event description:
It was reported that the patient received a notification for out of range ventricular impedance. The ventricular lead also exhibited noise and it was determined that the lead had fractured. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasions at 14.5cm-15.0cm and at 16.1cm from the distal end. The damages found in these regions likely contributed to the reported complaints.